Manufacturer narrative:
H11: additional manufacturer narrative: the explant date is known only as "last week (aware date on (B)(6) 2025)". Therefore, (B)(6) 2025 is being used to calculate the minimum implant duration. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from france that a 2800tfx23mm valve implanted in aortic position was explanted after an implant duration of approximately 3 years and 8 months due to heavy calcification. As reported, the surgeon stated that there was no problem with the valve and the issue was related to an immune response of the patient. Another bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
Updated information. H.6.: type of investigation, investigation findings and investigation conclusions. H.11.: additional manufacturer narrative: the device was not returned for evaluation and a device history record (DHR) review was unable to be performed as no serial number was provided. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including hypercholesterolemia. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event, therefore no additional actions were required.